Event description:
The patient was in the physician's office for follow up from an abdominal aortic aneurism repair with graft. The surgeon found that the graft had increased in size. The surgeon was very concerned, because this is not supposed to happen. Patients are told that they do not need to be followed up as closely as they were preoperatively.